Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer also specified other relevant blood glucose level was 118 mg/dl and 309 mg/dl. Customer treated with insulin pump, insulin pen and manual injection for high blood glucose. The product will not return for the analysis.